Event description:
During the atrioventricular nodal re-entrant tachycardia procedure, signals were not visible resulting in cancellation of the procedure. At the beginning of the procedure normal noise appeared, however, a blue line was present while the ECG trace was present and clean. It was only possible to view the signals in navx mode. The system was restarted, the amplifier was directly connected to bypass the recordconnect which did not resolve the issue and the procedure was cancelled with no adverse patient consequences.

Event description:
Further information received from the reporting person confirmed that the issue was isolated to the workmate catheter interface module.

Manufacturer narrative:
Corrected information: b5, d1, d4, g3, h2.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was inadvertently discarded. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident remains unknown.